Manufacturer narrative:
(B)(4). Additional information: drivers, pan. The analysis results showed that one ecr60d cartridge reload was returned unfired and with 3 double drivers out of position making the reload non-functional. Additionally the cartridge pan was noted to be damaged and partially dislodged at left proximal end. Although no conclusion could be reached on what caused the drivers to be out of position, it is possible that the package was not opened using the sterile technique resulting in the drivers dislodging from the reload. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure; the surgical tech had difficulty loading the reload into the device. The cartridge did not seat properly in the jaw. Distally everything looked okay, but proximally the cartridge deck did not click into place. The surgical tech removed the cartridge and some plastic came off of the cartridge. The metal cover also looked bent. A new reload was loaded and used without issue. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time.